Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a patient notification for upper out of range pacing lead impedance. The lead showed noise with pocket manipulation. The lead was explanted and replaced. The patient condition is fine.

Manufacturer narrative:
A partial lead measuring 63.5cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.